Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger/modem was not charging his battery packs. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon investigation the charger/modem's battery board was found to be defective, which caused battery faults. The battery board pins were not seated correctly into the j5 connector on the battery charger/modem bedside board. The root cause for the incorrect seating of the battery board pins could not be positively identified. No adverse event resulted from the defective battery charger/modem. The pt received a replacement battery charger/modem.